Event description:
Boston scientific watchdog valve failed when attached to boston scientific cryo balloon. The irrigation port of the valve came loose during prep, causing air introduction to the system. This did not impact the patient as it was not in the body at the time. This has happened in two previous cases. The plastic threads will strip easily and should not be used with this system set up.